Event description:
The pt reported that following passing through a court security system, she developed stimulation down one of her legs. The device remains implanted. Add'l info has been requested from the hcp, but not rec'd. A follow-up medwatch report will be sent if further info is rec'd.